Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture, loss of sensing, low lead impedance and noise. The lead was explanted and replaced. The patient was recovering normally after the procedure and would be followed normally post discharge from the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.